Event description:
Response was received from the physician. The infection start date was provided; the event was due to external factors.

Event description:
It was reported from the patient that following a neck surgery, the patient developed an infection. The device history records for the lead were reviewed. The lead was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.

Manufacturer narrative:
H3: device evaluated by MFR? Code 81: device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
Later, the patient had reported that were experiencing speech issues since the neck surgeries. The patient stated that their vocal cord was paralyzed, but did not reference any offical diagnosis they received from a medical professional. The patient indicated they were unsure if their voice issues were related to their staph infection or vns, but that they "couldn't take it anymore" and wanted their vns out. A response was received from the neurologist's office to the manufacturer's follow-up questions regarding the potential vocal cord paralysis. The neurologist was unable to provide an assessment on the relationship to vns. No other relevant information has been received to date.